Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 327 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.